Event description:
It was reported that the customer received an altitude alarm during basal delivery. There may have been moisture and skin obstructing the pump speaker vent. The customer's blood glucose level was not impacted. The customer removed and reinstalled the cartridge. Reportedly, there was a temporary delay in clearing the alarm and resuming insulin delivery.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.